Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a discomfort in her finger, which had "drifted" approx. 10 degrees after implantation. Upon revision, it was discovered that her finger implant had broken in half.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned implant confirmed the fracture. The pip implant fractured at the hinge region. The proximal fracture surface was examined using scanning electron microscopy (sem). On the basis of these observations, the pip implant fractured due to fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Review of the device history records found no non-conformances, discrepancies, or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.